Manufacturer narrative:
This report is submitted on january 30, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2018 due to migration of the electrode array. The patient was re-implanted with a new device during the same surgery.